Event description:
It was reported that the patient had a surgery to revise an artificial urinary sphincter (aus) device due to recurring incontinence. The pressure regulating balloon (prb) had a potential leak and looked partially deflated. A patient outcome of fully recovered was reported.